Manufacturer narrative:
H.10: the device was requested back to livanova deutschland for further investigation. The reported issue could be reproduced: it was not possible to turn the encoder, the shaft was completely stuck. The cause of the reported event has been identified in a defective shaft angle encoder.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the centrifugal pump system with tubing clamp. The event occurred in (B)(6). Through follow-up communication with the customer, livanova deutschland learned that the pump speed could not be properly controlled by the shaft angle encoder and a video had been provided as evidence of the reported malfunction. A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He temporarily replaced the control panel with another one provided by the customer to fix the issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. However, livanova deutschland requested the device back for further investigations. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the control knob of a centrifugal pump system with tubing clamp was grinding while turning. The event occurred during training. There was no patient involvement.